Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were found. A technical service engineer reviewed the last few sessions in station logs. No errors were seen. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue unable to retrieve med for patient .the customer mentioned issue occurred when dispensing medication to patient. There were no adverse events or injuries reported based on this incident.